Event description:
Additional information received noted that the implantable cardioverter defibrillator was the cause of the high pacing impedance. The atrial lead remained implanted, it did not exhibit any malfunction when attached to the new device.

Event description:
Related manufacture reference number: 2017865-2023-16268. It was reported that the patient presented prior to generator exchange. Upon interrogation, it was noted that the implantable cardioverter defibrillator exhibited noise and the atrial lead exhibited high pacing impedance. The implantable cardioverter defibrillator and atrial lead were explanted and replaced on (B)(6) 2023. There were no patient consequences.